Event description:
Additional information received reported that the device system was delivering bupivacaine 10mc/cc and hydromorphone 30mg/cc. It was ¿uncertain¿ if a pocket fill was diagnosed. There were no telemetry strips available. It was noted that the healthcare provider did not know the concentration or dose of hydromorphone at the time of the patient¿s death as they had not seen the patient for over 1 year and that the patient was being filled a different facility. The reporter did not know the date of death.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) reported on (B)(6) 2012 they had done a refill and at that time the patient was a little sleepy after the refill. They watched the patient for approximately thirty minutes and sent them back to the nursing home with instructions to monitor the patient and use narcan as needed. The patient became more lethargic and had some respiratory distress. They were sent to the hospital. The hcp stated the patient was in a couple of different hospitals. Another physician had stated the patient developed pancreatitis from intravascular delivery of the hydromorphone. The patient was noted to have been in a couple of different hospitals and after a number of months died. The cause and date of death were not reported. The medication used within the system was hydromorphone. The refill doctor later reported that the patient presented to their clinic for a refill of hydromorphone on (B)(6) 2012. This was the first refill performed on this patient by this provider. They described a somewhat difficult refill procedure due to body habitus and patient positioning, but they ¿felt the procedure was completed without known complication¿. After the refill, the patient reported to the physician that they felt a little tired, but otherwise within normal limits. The patient was observed in the office for approximately 30 minutes and then transported to their skilled nursing facility (snf). Several hours later, the physician received a call from the snf that the patient was somnolent and had some diminished respiratory effort. The refill doctor gave an order for narcan and asked for a return call. Sometime later, he received another call with the same complaint and was informed the narcan had not been administered. He advised the snf to call 911 and transport the patient to the nearest emergency department. He received another call a short time later informing him the patient¿s primary care provider (pcp) was at the facility and addressing the issue. They spoke to the pcp and were advised the situation was being appropriately addressed. Approximately 2.5 months later, the doctor¿s office called to schedule the patient¿s next refill, but they were informed the patient would be returning to their previous pain management physician for future refills. On the day of the refill in question, the patient was ultimately transported to a hospital and received a diagnosis of pancreatitis. The patient¿s husband was claimed to have told the refill doctor that the emergency department physician verbally told the husband the pancreatitis was due to an intravascular injection/administration of the hydromorphone. Ultimately, the patient developed chronic pancreatitis and expired several months after the refill in question due to complications from pancreatitis. The doctor noted that ¿he believed that at some point the patient was diagnosed with some type of gallbladder pathology, but they were not aware of the details at the time of the discussion¿. The possibility of a pocket fill was discussed, though the doctor did have information regarding the reservoir volumes. They were going to attempt to find out more information regarding the details of the refill and information regarding other comorbidities (such as gallstones) that could have caused the patient¿s diagnosed pancreatitis.

Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).